Manufacturer narrative:
This is a final report. The meter has been returned and an investigation has determined the complaint is not confirmed. Meter's date and time were set from 8:52 am and (B)(6) 2015 to 2:46 pm and (B)(6) 2015 when received. Calibration was recalled successfully meter powered on with button depression and insertion of both cal bar and strips. Did not observe dashes for the code. The device manufacturer date for the reported meter serial number is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's mother reported that on (B)(6) 2015 customer attempted to perform a test using her adc blood glucose meter but when she inserted a test strip into the meter it just showed dashes for the code. Caller further reported customer experienced unspecified symptoms which rendered her unable to self-treat so customer's roommate gave her some juice to drink and food. No additional treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Given no test strips were returned for investigation, retained test strip samples from the same lot reported by the customer ((B)(4)) were tested with control solution. All results were within the range specification and no errors were observed. The complaint is not confirmed.